Event description:
Approx nine months after the index procedure, the pt expired from cardiac death. This pt presented to cath with unstable angina (iib), and 1-vessel disease was found. Pre-procedure ck-mb cardiac enzymes were within normal limits. Pre and intra-procedure medications included plavix, asa, statins, beta-blocker and anti-anginals. Pci was performed on 65% de novo lesion in mid rca 31mm in length in a 3.33mm diameter vessel with moderate tortuosity of the proximal segment. The (class c) eccentric lesion was characterized with a smooth contour, moderate calcification and thrombus absent. The lesion was not pre-dilated before deploying one 3.5x33mm cypher (lot # unknown) at 12 atm with sub-optimal results. Post-dilation was performed with a 3.5x15mm balloon at 16 atm because the stent was not fully expanded. Residual diameter stenosis measured 4%. Timi iii flows were recorded pre and post-procedure.